Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp2a.250605.031.a3.s908usqsagze3 hardware: sm-s908u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod longer than 48 hours that led an emergency room visit on (B)(6) 2026. The patient reported that their eyes ¿began bleeding internally¿ due to diabetic retinopathy. They also reported nausea. The patient spent approximately 2 hours at the massachusetts eye and ear infirmary in boston, where they received emergency injections to stop the retinal bleeding. The patient alleged that they had been experiencing persistent connectivity issues between the omnipod insulin pump and the dexcom g7 continuous glucose monitor (cgm) since switching to the g7 system. The patient mentioned receiving an alert indicating ¿searching for sensor¿. The devices were confirmed to be in line of sight of each other (pod on left side of abdomen and sensor on left arm). The patient also reported ¿urgent lows" when their actual blood glucose level was between 377 to 400 mg/dl. In addition, there were missing sensor values alerts (beeps 3 times to indicate missing sensor data). The last confirmed valid reading from the omnipod 5 was received earlier that day.